Event description:
From the report of company's sale representative and teleconference with the two surgeons on 02/2002, it was clear the hemolok mlx clips (catalog 544240) and appliers (catalog 544995) were used in the procedure. Hemolok ml clips (catalog 544230) and appliers (catalog 544965) were available in the or but were not used. Therefore, weck's evalaution was focused on hemolok mlx clips and appliers. Weck received 6 eaches (a total of 24 clips) of hemolok mlx clips from the same lot as used in the procedure and two clip appliers, hemolok mlx endo applier, catalog 544995. The two returned appliers were visually and functionally inspected. One applier (lot 0141975-012) had jaw tips that were bent such that the jaws were spread too far apart. Six clips from the lot 729338 (returned from the customer) were closed on 150% overstress tubing for each applier. Clips locked securely with no failures. Two appliers were also tested using in-coming inspection criteria for appliers. Both appliers passed testing.